Event description:
A philips field service engineer (fse) reported, after replacing the processor pca during servicing, the heartstart mrx defibrillator would not boot up properly. There was no patient involvement.

Manufacturer narrative:
(B)(4).